Event description:
It was reported that when the customer added a 60 in/152cm mini vol ext w/slide clamp apv air filled rate 98 ml/hr to the 3 ml air filled syringe during testing, an occlusion occurred. Tested again at 30 ml/hr, occlusion occurred again. The clinical team has been experiencing this occlusion issue for 3 noted work orders beginning in (B)(6) 2024. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Unknown manufacturer: a catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, smiths medical corporate headquarters in oakdale, mn has been listed in sections d3. And g1. And the oakdale FDA registration number has been used for the manufacture report number. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3: correction. D4, g4, h4: additional information. The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was reviewed and occlusion error and travel course error were both observed. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.

Event description:
To clarify the initially reported issue, it was reported that the pump alarmed occlusion repeatedly with multiple devices from different lot numbers. The reporter stated that the issue has been observed for 3 noted work orders beginning in may of 2024. There was no patient involvement.